Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-332a, mmt-1780kl. Customer reported insulin flow blocked alarm. Troubleshooting was performed. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. Customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No harm requiring medical intervention was reported. No product return is required for mmt-242a. Mmt-332a was requested and customer response was the device will be returned. Mmt-1780kl was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thus. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date of 30-sep-2024. However, no delivery alarm/insulin flow blocked alarm was found on: 09/29/2024 01:22:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 01:32:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 01:57:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 02:07:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 03:48:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 03:58:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 04:03:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 04:04:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 04:05:18.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 07:23:36.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 09/29/2024 07:33:01.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 09/29/2024 07:42:20.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 09/29/2024 07:46:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 07:48:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 07:49:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 10:15:12.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 09/29/2024 11:42:04.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 13:12:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 13:16:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 13:19:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 13:23:10.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 09/29/2024 13:40:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 13:43:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 15:11:55.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 15:19:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 15:32:32.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 09/29/2024 15:39:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 15:40:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 15:42:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 15:51:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 15:54:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 15:55:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 15:57:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 15:58:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 09/29/2024 16:00:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 30-sep-2024 in the formatted history file. Insert battery alarm was found on: 09/29/2024 16:04:18.000 pump error 23 alarm was found on: 09/29/2024 16:15:04.000 power loss alarm was found on: 09/29/2024 16:15:21.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.